Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at 50mmh2o. The valve was visually inspected: needle holes in the needle chamber and some biological debris was noted. The valve was hydrated. The valve was leak tested; only leaked from the needle holes. The catheter was irrigated no occlusions were noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. However, the root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no occlusion issues were noted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted due to idiopathic normal pressure hydrocephalus (inph) via lumbar peritonea (l-p) shunt on (B)(6) 2018 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient has dysuria and a CT examination was performed on april 7, and ventricular enlargement was confirmed. It was confirmed by shunt angiography that there was no flow to the abdominal cavity side. The valve was removed on (B)(6) 2023, and was undergoing ventricular drainage. The patient is in follow up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.